Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "air in line" which were verified through a review of the event history log by the presence of "air-in-line!" But were not determined if the alarms were true or false. Evaluation did not reproduce the reported symptom. The cause was found to be the ultrasonic sensor values out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no patient involvement. No additional information is available.